Event description:
The pump was returned for investigation. Investigation revealed a misaligned component on the pcb and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: several large prime volumes were noted during a review of the pump history. Multiple occlusion alarms were noted in the black box history. A "no cartridge detected" alarm was emitted during testing. Investigation revealed a misaligned component on the pcb and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.